Event description:
A customer reported an issue with their pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer's blood glucose level. Despite receiving instructions for a pump reset, the issue persisted, and the touchscreen remained unresponsive. The customer reverted to manual injections for insulin therapy.